Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a chronic total occlusion (cto) located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. A drug-eluting stent was implanted to treat the lesion and was pre-dilated with a non-bsc balloon catheter. A 3.50mm x 12mm nc emerge® balloon catheter was then advanced for additional dilatation. However, on the 1st inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient smoothly and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. There was a kink in the hypotube 5mm from the strain relief. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a circumferential burst, 2mm across, located mid-balloon. Microscopic inspection of the markerband and the tip of the device found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a chronic total occlusion (cto) located in the mildly tortuous and severely calcified proximal left anterior descending (lad) artery. A drug-eluting stent was implanted to treat the lesion and was pre-dilated with a non-bsc balloon catheter. A 3.50mm x 12mm nc emerge® balloon catheter was then advanced for additional dilatation. However, on the 1st inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient smoothly and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.